Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6) clinical manager.

Event description:
On (B)(6) 2013, the reporter contacted animas to report that the patient was found deceased the previous week in a trailer with no power and no running water. The patient reportedly had been living in the dwelling with no power or running water for some time and was believed to be alienated from family members. It is unknown at this time if the pump was attached to the patient or not at the time that the patient was found. According to the patient¿s healthcare provider (hcp), the unofficial report from the coroner was that the patient had passed away from a heart attack. The patient reportedly had a history of cardiac issues. The reporter also noted that the patient had been experiencing low blood glucose (bg), which was being managed by the hcp. The patient had not contacted animas in regards to the low bgs and there are no records on file at animas regarding the low bgs. No additional information was provided in regards to the low bgs. According to animas records, the patient had been diabetic for 38 years and was on a kidney transplant waiting list. This complaint is being reported because it is unclear if the alleged low bgs were related to the patient¿s death and because the pump cannot be ruled out as a cause or contributor at this time.